Manufacturer narrative:
Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient began to experience the leak on (B)(6) 2018 around 1-2pm. The patient¿s family noticed wetness on the patient¿s sheets and brought the patient to the hospital. There they noticed an open wound and the csf leak. The patient¿s catheter was removed, the wound was closed and a wound vac was applied. The pump remained in the patient. A possible cause of the leak was noted to be a wound infection. The patient is an oncology patient and is immunocompromised. It was confirmed the patient's cancer and status as immunocompromised was not related to the device or therapy. The patient was currently in the hospital on IV antibiotics related to the wound infection. It was also noted that the patient was not experiencing any issues with their therapy at the time of the event, and the patient¿s pain relief was ¿impeccable.¿ the issue was considered ongoing. The patient¿s weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. The indication for use was malignant pain. It was reported the patient had a csf leak and the plan was to remove the catheter and leave the pump in place. Options to either turn off the pump or empty it since the hcp didn¿t have a programmer to prevent drug from infusing once the catheter is removed was reviewed. It was noted the patient had recently been implanted.